Event description:
The pt fell and was admitted to the hospital. There was a laceration over the lead-extension connection area. Impedance measurements were greater than 2000 ohms on some unipolar pairs. The device was programmed to use electrodes 2 and 3. The current was 11 with an impedance of 1905 ohms. The pt became very diskinetic when stimulation was programmed greater than 1 volt, so no troubleshooting other than impedance checks were completed. The surgeon did not believe there was a lead break. The pt did not have any noticeable change in stimulation associated with the fall. The hcp decided to leave the device on. The pt was advised to turn stimulation off if she experienced shocking and to call the hcp.